Manufacturer narrative:
Pump received with severely scratched display window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump display screen is severely scratched. Customer's blood glucose was unknown at the time of incident. No further information was given.